Event description:
It was reported that the user received an ¿unable to proceed/change insulin¿ alert during a supply change for an Inset 23" infusion set and then dismissed the alert in notifications; a dry run without supplies reached 165 units without alerts, and after replacing supplies the agent guided a Teflon infusion set change with successful insulin delivery, with visual inspection of the Teflon cannula showing no kinks or bends. Symptoms included no reported clinical effects. Outcomes included no reported impact to health or need for medical care. Investigation included guided troubleshooting, dry run testing without disposables, replacement of supplies, and functional verification of insulin delivery after the supply change. Investigation of this case revealed that the pump hardware functioned as intended with no internal malfunction, and no abnormalities were observed in the Teflon cannula, suggesting a transient use or setup condition that resolved with correct supply change. It was concluded, based on previously established findings for similar reports, that the cause was use-related and not device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA Form 483 observations to ensure full reporting compliance.